Event description:
When contacted by beckman coulter, inc. (Bec) per marketing survey program (msp) procedures, a customer reported that their laboratory obtained non-reproducible false positive troponin (accutni) results for three (3) patients, generated by an access 2 immunoassay analyzer. The erroneous results were not reported out of the laboratory. Thus, there were no instances of death, injury, serious medical deterioration, or inappropriate medical treatment due to erroneous results.

Manufacturer narrative:
The customer has a repeat protocol for any first time positive troponin I results or results that are greater than 0.1 ng/ml. Upon re-test, the customer re-spins the aliquot. The customer did not provide qc, calibration, and system check data. Service was not dispatched as the customer was not questioning instrument performance. A clear root cause could not be determined for this event.